Event description:
This dr wrote the web site to ask if co has records of a sterile reaction to the sis patch. Pt is still having erythematous symptoms after 3 months, but tests negative for infection.